Event description:
Following a diagnostic procedure, an angio-seal device was placed. The pt complained of a cold tingling foot and debilitating claudication of the right lower extremity. Pt returned to the clinic for her two week follow-up at which time an arteriogram was performed which revealed occlusion of the superficial femoral artery at the bifurcation of the femoral artery. The pt was taken to surgery; exploration of the right groin, removal of intra-arterial angio-seal, and patch of the superficial femoral artery with greater saphenous vein were performed. According to the inserting physician, this pt's anatomy is unusual, as she has a high femoral (artery bifurcation just beneath the inguinal ligament. Following this procedure, the pt had excellent flow in the distal superficial artery.